Event description:
The tech alleged the side rail was stuck in the down position and would not latch. No pt impact.

Manufacturer narrative:
The tech replaced the side rail latch to resolve the issue.